Event description:
It was reported that the safety switch was not functioning on the zimmer air dermatome. There was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 8 years old and was last returned to the MFR for repair on (B)(4) 2012. The complaint of "safety switch not functioning" could not be duplicated. Damage was observed to the 2", 3" and 4" width plates. It was also noted that the hose was leaking. Prior to repair, the device was within calibration specs. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use "handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use. The handpiece and accessories must be inspected prior to each use."